Manufacturer narrative:
Product event summary #at analysis the device failed it high rate amplitude testing and intermittent device operation was noted. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.